Event description:
The ge oec 9800 fluoroscopy system required a filament calibration that could not be completed by on-site bme.

Manufacturer narrative:
A ge oec service representative investigated the issue and performed a filament calibration to restore function. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.